Manufacturer narrative:
Additional information was received from investigation; driver was identified to be imre200 which is not compatible to use with the reported implant, bost413. Final investigation results concluded the potential cause to be user error as did not follow guidance as per IFU and surgical manual. Upon a reassessment of the reported event it has been determined that this event does not meet the criteria of a reportable event as a use/user error with no other deficiency or technical defect of the device and no report of an adverse event. As a result, no further medwatch reports will be submitted. See additional details from investigation below. One 3i t3® non-platform switched tapered implant 4 x 13mm (bost413) and one certain® ratchet extension - long 3.4mm(d) (imre200) were returned for investigation. Visual evaluation of the as returned implant identified no apparent signs of malfunction. However, driver square engagement feature was missing an o-ring. Device cannot function without it. Product matched print specification where measured. In addition, it is identified that the driver is not compatible to use on 4.0 mm(d) implants. Functional testing was performed using the returned driver even without the rubber o-ring on its square engagement feature. However, it is determined that the driver is not compatible with bost413 and when it engaged well to the implant, that showed the tool must not be in good condition. And customer misused it. Pre-existing patient conditions, implantation period and x-ray images are irrelevant to this investigation. However, customer was attempting to place the implant on tooth #42 (fdi) when the incident occurred. DHR review could not be performed for the imre200 driver as the lot number was unknown. Complaint history for the imre200 driver could not be performed as the lot number was unknown. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event (does not disengage/release) or products. Therefore, based on the available information, device malfunction (misused) did occur and the reported event was confirmed. The potential cause is customer error since the imre200 driver is not compatible to use with reported implant, and customer did not follow guidance as per the IFU and surgical manual.

Event description:
Additional information was received from investigation; driver was identified to be imre200 which is not compatible to use with the reported implant, bost413. See additional details in section h10.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient identifier: not provided. Age: not provided. Patient weight: not provided. Device brand name: not provided. Device catalog/ lot number: not provided. Initial reporter email address, fax number: not provided. PMA/510(k) number: not provided.

Event description:
It was reported that during implant placement, an unknown biomet driver was unable to disengage from the implant. Procedure was completed using another implant and driver. Tooth location 26.